Event description:
Pt states two years after breast implants she started developing symptoms comprising pain on hand, shoulder, neck and feet, can hardly walk or get out of bed, anxiety, depression, numbness, tingling, hair loss, and headache. Pt reports going to many drs after getting very sick and also have been to the ER many times because of pain. Pt reported getting 36 injection on shoulder because of inflammation. Had surgery on right shoulder (B)(6) 2018 and surgery on left shoulder (B)(6) 2019 because of pain. Saw a rheumatologist and diagnosed with primary hyperparathyroidism. Pt had 3.5 tumors removed from parathyroid gland on (B)(6) 2019. Pt was told by her dr that breast implants caused her health issues. Pt states she was never told by the surgeon that she would end up getting so sick with these implants within two years or else she would not have gotten them. Pt has a schedule implants removal on (B)(6) 2020.